Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that worn tasp was returned and found fractured, not all pieces were returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual inspection of the returned tasp shows post is missing and was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be associated with the design of the device and was subsequently redesigned. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.